Manufacturer narrative:
Block b3: exact date unknown, event occurred on the procedure date.

Event description:
It was reported that the patients implantable pulse generator (ipg) was repositioned due to battery site pain. No further information has been obtained despite good faith efforts.